Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: during investigation, the pump¿s history was reviewed and showed the total daily dose added up correctly and reflected the user¿s programmed basal rates, showing the pump was delivering accurately up until the last date used by the patient. There were no alarms or errors related to the complaint in the black box or alarm history; only typical usage was observed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. The issue of inaccurate delivery of insulin was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged that her blood glucose (bg) had fluctuated from a low of 56 mg/dl to a high of 330 mg/dl since yesterday. She had no symptoms with either high or low. Bg at 10:30pm last night was 330mg/dl. Patient had eaten pizza at 8:30pm and did not bolus. Patient states, it is still not typical for her to have a bg this high. She did not correct for elevated bg, as the pump emitted a maximum dose exceeded alarm. At 11:30pm, bg came down to 250mg/dl. Patient went to bed. She woke up with bg of 56mg/dl. Patient does admit to exercising a lot the night this occurred. Patient states, her nurse has recently lowered nighttime basals. Advised to speak with nurse about re-evaluating basals. Cs felt that I feel that the pizza that she had as a late dinner at 8:30pm may have contributed to the elevated bg at 10:30pm, and the exercise may have contributed to the low bg of 56mg/dl when she woke up this morning. Patient agrees, but still feels pump is still not delivering accurately. Patient feels pump gave her extra insulin through the night; she could not have gone to bed with a bg of 250mg/dl and woke up as low as 56mg/dl. The bg excursions do not meet the criteria for adverse events. The patient was advised to go to a back up plan. This complaint is being reported due to the allegation that the pump did not deliver and accurate amount of insulin overnight.